Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "revision of the knee was required. Post of insert was broken and surgeon has revised the insert and the patella."